Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. The patient was seen in clinic and the pairing was restored. There were no patient consequences reported.

Manufacturer narrative:
The reported event of ble unavailable was confirmed. Based on the information provided, it was determined that normal advertising was not enabled since the device was not interrogated. There were no anomalies found.